Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon turning the pump on, an undefined malfunction alarm occurred and the pump display did not turn on. Blood glucose was 124 mg/dl. Customer reverted to using manual injections for insulin delivery.